Event description:
It was reported that a loss of therapeutic effect occurred due to a fall. The fall occurred "a couple nights ago" from (B)(6) 2011. The patient had hernia and knee surgery and the fall also affected those areas of the patient's body. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 39565 serial # (B)(4) implanted: (B)(6) 2009 explanted: unk.